Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. The caller was confirmed to be using the tandem charging cable and wall adapter, but had not yet tried leaving the wall adapter plugged into a known working outlet for at least 30 minutes. There was no follow-up from the patient despite attempts by customer technical support, leading to the case being closed. There was no reported impact to the customer's blood glucose level.